Event description:
It was reported to philips that the device was unable to calibrate the co2. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty co2 module and therapy pca.

Event description:
It was reported to philips that the device was unable to calibrate the co2. There was no patient involvement.

Event description:
It was reported to philips that the device was unable to calibrate the co2. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty co2 module and therapy pca. Based on the conclusion of the evaluation, it was determined that both the therapy pca and co2 module needed to be replaced to resolve the reported failure. However, after a quote was provided for the repair, the customer declined the estimate and asked that the unit be returned unrepaired. Per customer request, a defective sticker was placed on the device and the unit was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.